Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-10217. It was reported the patient¿s therapy was auto reducing. System diagnostics indicated high impedances on lead contacts. Reprogramming was performed to provide some coverage. X rays showed the lead was possibly fractured. Patient is treated for tooth infection. As such, surgical intervention is pending to address the issue.

Event description:
Device 2 of 2. Additional information received identified that surgical intervention was undertaken wherein the 3186 lead was explanted and replaced at t9-t10 vertebral level. Reportedly, therapy was restored post-operatively.